Event description:
It was reported that the wire was detached. A rotawire drive was selected for the procedure. During the procedure, the radiopaque part of the guidewire "ruptured". No patient complications reported.